Event description:
It was reported that during an implant procedure, the right ventricular lead was difficult to place with accurately-measured r waves. The r waves measured differently when the lead was connected to the analyzer than when the lead was connected to the device. The physician was unhappy with the r wave measurements through the device because it always measured less than half of what was measured by the analyzer. The lead and device were both implanted and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).